Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) g2. Foreign: mexico h6 codes belong to the patient programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an external device. On the call there was a spanish interpreter to translate. As of 15 days ago (15 days prior to (B)(6) 2024) the pts equipment was not working. The screen would turn red, but nothing happened. They were running out of battery on the ins, and it would not load. The pt would put it to charge, and it would blink then say its fully charged but it's not for it's in the red and wont charge. When asked to clarify the pt said they the phone to the electricity then connect to the brain since they have an ins on the brain and the issue were the controller. They had reset the controller but it's not working. During call pt noted the controller battery looked burned; when asked to examine the controller battery compartment to gather the controller serial number the pt could not see the controller serial number. Agent understood the controller battery split open and part of the casing was stuck in the controller. The issue was not resolved. The caller was redirected to the medtronic latin american operations, agent provided phone number. Pt called back and stated that they need a new battery pack (bp) as it stopped taking a charge. The bp was the original one from 2018 but also, they don¿t have a green light on the ac power supply. Pt stated since they have not been able to charge the controller, they also have not been able to charge their implanted neurostimulator (ins). Pt stated they have tried all different outlets and it will not show a green light on the adaptor where it plugs into the outlet. Agent offered to send replacement battery and ac power supply. Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department to replace the battery pack and ac power supply. Additional information was received. It was reported that the controller is not charging from the ac power cord. The patient stated the controller is blank and unresponsive. The patient tried to connect the controller to ac power without the li battery and the patient stated the controller is not powering on; the controller will not power up and will not connect to ac power. The patient services specialist tried to ask through the interpreter if the green light was on the ac power plug but the patient just repeated that "it is not on - it is not on". The patient mentioned the green light was on before but now it is not. It could not be clarified if the patient was talking about the green light on the controller or the green light on the ac power plug. The patient tried aa batteries in the controller and the controller did not power on or respond. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
H3. Device analysis for the patient controller (B)(6) found the lcd/case broken and damaged. H6 codes belong to the patient controller. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.